Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had received hv therapy due to post-sensed t-wave oversensing. The r-waves had dropped after the patient had been on heavy medication. Programming change was made. No further oversensing has been reported. Patient is fine.